Event description:
It was reported that contamination occurred. A 2.4mm jetstream xc catheter was selected for a lower extremities (le) angiogram to treat peripheral artery disease (pad). When the outer package was opened, however, it was noted that the inner cover was not fully sealed, compromising the device sterility. An alternate jetstream device was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that contamination occurred. A 2.4mm jetstream xc catheter was selected for a lower extremities (le) angiogram to treat peripheral artery disease (pad). When the outer package was opened, however, it was noted that the inner cover was not fully sealed, compromising the device sterility. An alternate jetstream device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a jetstream atherectomy system still in the shelf box. Visual examination revealed that the seal on the shelf box is open. The inner pouch was taken out, and it was confirmed to be open using the paper. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed that the seal on the pouch is open. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a jetstream atherectomy system still in the shelf box. Visual examination revealed that the seal on the shelf box is open. The inner pouch was taken out, and it was confirmed to be opened using the paper. The tray was inspected and the seal for the tray appears to be incomplete. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed that the tray seal appears incomplete. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of quality control deficiency.

Event description:
It was reported that contamination occurred. A 2.4mm jetstream xc catheter was selected for a lower extremities (le) angiogram to treat peripheral artery disease (pad). When the outer package was opened, however, it was noted that the inner cover was not fully sealed, compromising the device sterility. An alternate jetstream device was used to complete the procedure. There were no patient complications as a result of this event.